Event description:
It was reported that during a peripheral stenting procedure, a partial stent deployment occurred. The 80% stenosed lesion was located in the carotid artery. The vessel diameter was "6 x 8" mm. The physician advanced the 8 x 29mm carotid wallstent (cws) monorail and attempted to deploy the stent in the intended position, however, the cws only expanded approximately 2/3 of its length. It is not known if the physician was able to reconstrain the cws, however, the cws was removed from the patient. The physician used another of the same device to successfully complete the procedure. No patient complications were noted and the pt's status was reported as "fine".

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).